Event description:
It was reported that inappropriate high voltage therapy was delivered by the device resulting in the patient experiencing pain and discomfort. The inappropriate therapy was due to noise resulting in oversensing and low defibrillation impedance noted on the right ventricular (rv) lead. The physician suspected lead fracture, however, no diagnostic imaging was performed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced to resolve the event. X-ray imaging was performed and no damage was observed on the rv lead. The patient was in stable condition. Additionally, abbott technical support was contacted, the session records were analyzed, and loss of high voltage therapy and an over current detection (ocd) alert due to possible high voltage lead issue was noted on the rv lead.